Event description:
It was further reported that the patient passed away due to ischemic bowel and the patient's death was unrelated to the device system. There was no known device system infection.

Event description:
It was reported by the patient's spouse that the patient had passed away. The spouse reported that after the implantable pulse generator (ipg) was implanted the patient "had an infection." The spouse also mentioned that the patient had many other problems. Follow up with the patient's clinic indicated that they had no records regarding the circumstances of the patient's death. The cause of death was not noted in their records. No further information was able to be obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.